Event description:
A malfunction on the pump was reported by the caller, identified as malfunction code 5, related to a communication error with the touch screen. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to reset the pump successfully and was advised to continue using the pump while being instructed to call back if the issue recurred. The caller acknowledged and understood these instructions.